Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with folds/wrinkles on the flap of the right eye (od) at 1day post op exam. The flap was lifted and rinsed to resolve the folds/wrinkle on the right eye. The patient had no comment or complaint. There was no loss of best corrected visual acuity (bcva) noted. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.25 x .00 x 90; left eye pre-op 20/20 -5.25 x -.50 x 5.